Event description:
This is a non-abbvie record. The devices were non-allergan breast implant. Healthcare professional reported capsular contracture, baker grade unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt code: 1761. Device code: 2993. Ref report: mw5182844.